Event description:
Customer reported a crack from the screen to the escape button. Customer stated that they dropped the insulin pump and also received a low reservoir alarm that they were unable to clear due to unresponsive buttons. Customer's blood glucose reading at the time of the call was 234 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump low reservoir alarm function properly during test. Insulin pump received with minor scratches on display, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.